Event description:
Per the department of vital records in the state that the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient's death certificate.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was malignant neoplasm of breast and respiratory failure. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the patient passed away on (B)(6) 2011 due to breast cancer. Good faith attempts for additional information from the physician have been unsuccessful.

Event description:
On (B)(6) 2015 it was reported that the physician does not have any further information regarding the patient¿s death. They were notified of the patient passing away way after the fact and had no additional information.